Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up, when the device was interrogated with the programmer, a message was displayed saying that the diagnostics were invalid and then cleared. The patient will be monitored and was in a good condition after the event.